Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not reading the gas and was not giving any measurements. There was no error message displayed. No patient harm was reported. The device was sent to nk for evaluation and exchange. During the evaluation, nk's repair center was unable to duplicate the reported "no gas readings" condition during functional testing. Physical inspection identified no damage or fluid intrusion. However, testing identified an abnormally noisy internal pump with high accumulated operating hours, indicating degradation. The pump required replacement. The root cause was determined to be internal pump degradation due to extended use. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/20/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/27/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that the requested information cannot be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not reading the gas and was not giving any measurements. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was not reading the gas and was not giving any measurements. There was no error message displayed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/20/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/27/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that the requested information cannot be provided.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not reading the gas and was not giving any measurements. No patient harm was reported.